Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). No flow condition not confirmed. Visual examination of the unit showed no signs of blockage in the tubing that could have caused the reported condition. A functional test showed no issues with the device. The condition was not confirmed and a root cause could not be determined. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
Baxter (B)(4) received a report that one (1) infusor device stopped delivering during the patient use at the patient home. On (B)(6), when the infusor was attached to the patient, the flow was observed but the next day, the patient found that the medication delivery was stopped. There was patient involvement but no patient injury and medical intervention. The device was filled with 5-fluorouracil and saline. No additional information.